Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. After the two hour warm up period, the cgm reading was displaying 40 mg/dl. The patient did not have a glucose meter available to check his bg because he was not at home, so the patient ate carbohydrates to increase the blood glucose. When the patient arrived home, he took the blood glucose reading and it was more than 400 mg/dl (no exact values available). The patient treated himself with few units of insulin but the bg did not decreased so the patient went to the emergency room where a nurse took a blood glucose reading which was 496mg/dl. The patient was treated with 6 units of insulin (no information about the specific medication) at the emergency room. The patient recovered after treatment and the blood glucose values stabilized to 270 mg/dl before the patient got discharged. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.